Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was initially reported that an m6-c device was explanted. The condition of the device at the time of removal is unknown. There were no additional information provided.